Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) with decreased battery voltage and increased charge times compared to six months ago. There is concern that the battery depleted sooner than expected.